Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post-operatively. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg and the pocket site got uncomfortably hot after charging. It was noted that despite charging, the ipg would still not communicate with the remote control (rc). It was also reported that the patient had fallen directly on the ipg and had not work well since but the physician did not feel that the direct fall on the device caused it not to work or charge properly. The patient will undergo an ipg replacement.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg and the pocket site got uncomfortably hot after charging. It was noted that despite charging, the ipg would still not communicate with the remote control (rc). It was also reported that the patient had fallen directly on the ipg and had not work well since but the physician did not feel that the direct fall on the device caused it not to work or charge properly. The patient will undergo an ipg replacement.